Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
It was reported the patient went to move forward and something shocked her so bad that she yelled out loud and the pain was so intense that she couldn't move, the implant was off at the time (and is still turned off) because it was not charged. Her back has not stopped hurting and whole area down there is aching and throbbing and she is on 3 muscle relaxers. The patient was also afraid to charge and inquired if she should charge her implantable neurostimulator (ins). This was reported as a sudden occurrence. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from the manufacturer representative reported that the healthcare professional had removed the implantable neurostimulator (ins) because the patient had been complaining for quite some time about pain at the ins site. It was noted that the healthcare professional had left the leads implanted. If additional information is received, a follow up report will be sent.